Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation was initiated under complaint investigation child record (B)(4). A complaint was received for the inset - autosoft 90 product. However, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Packaging controls review: during the inset packaging process, a visual inspection at 100% is performed in the finished product material before packaging, the quality criteria of the product that must comply paper and plastic must be fully sealed, and packaging must be well. Outgoing inspection before sterilization: cover is not damaged or burned. Printing on the cover must be legible and the printed. Cover in accordance with the work order. Tyvek is completely sealed and covers the entire ring area. Infusion set does not have double tyvek. Lid is not perforated by the laser, completely assembled in the outer ring burst test bacterial resistant paper must withstand a burst of at least 244 cm h20. Infusion set is free of contamination. These inspections are documented in the process failure mode, effects, and criticality analysis (pfmeca) 4906008 [68] of the inset packaging, before sterilization). For further information please see memo attachment - quality controls in the assembly process of inset products of the dhf 13 & dhf 14. Conclusion: as a result of the following: current packaging controls, including visual inspections before sterilization and verification of sealing integrity, they are in place to detect and prevent packaging defects for inset products. Although the lot number is unavailable, the investigation includes a comprehensive review of current controls, historical data to document how packaging integrity issues and related defects are currently detected and prevented.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event on (B)(6) 2025 in which boxes were broken open and a few of the infusion sets had the security tape removed and the lids were off the needles and the needle were exposed. No further information available.